Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/3/2025, it was reported by an arthrex employee via email that the collar from an ar-5207 tensionloc collar and plug cracked when the plug was hammered in. All the broken fragments were removed. The case was completed using another ar-5207 tensionloc collar and plug. This was discovered during a pcl reconstruction procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of fragments of an ar-5207, with batch number 15361486. Therefore, arthrex was able to deduce the most likely cause of the complaint. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.